Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up keypad button was intermittently unresponsive and denied trauma to the keypad and moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection confirmed that the keypad button cover was intact to the base with no evidence of peeling. Testing confirmed that all of the keypad buttons were responsive as normal. The keypad cover was removed to check the condition of all of the key contacts and contamination was visible under all of the key contacts.